Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that a patient presented with asystole. Noise was also noted. All other electrical parameters were fine. Possible signal could be caused by patient's weak heart. Wide qrs and low amplitude leads to undersensing. Myopotential oversensing might also appear. Heart compression and external interference can also be the source of the signals. Since patient is in coma no actions have been taken yet.